Event description:
It was reported that after a patient's prophylactic generator replacement, the patient reported loss of hearing and intense discomfort and coughing with stimulation. No additional relevant information has been received to date.